Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 3.2 mmol/l and 5.4 mmol/l; 2.8 mmol/l and 4.4 mmol/l. The comparisons were performed on different dates. Customer states the meter and test strips had been left in his car on a cold night. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.